Event description:
A surgeon reported that during vitrectomy surgery, while iop (intraocular pressure) control was turned on, hypotony of the eye occurred, and the operation was stopped. The surgeon checked the infusion line and the flow of bss (balanced salt solution). However, bss was not flowing when the infusion line was inserted into the eye. The mode was switched to raise the iop, but hypotony was not recovered. This symptom was recovered through a trial and error process. Add¿l info has been requested.

Manufacturer narrative:
The facility did not request service. No samples were returned for eval and no add¿l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unk. (B)(4).